Manufacturer narrative:
Upon follow-up, it was reported that the cause of peritonitis was unknown. On an unknown date, the patient was discharged from the hospital. Pd therapy was discontinued and on an unknown date, the pd catheter was removed, and the patient was transferred to hemodialysis. At the time of this report, the patient had not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event. On an unknown date, the patient began treatment with ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) and targocid injection (200mg, intraperitoneal, once daily, ongoing) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.